Manufacturer narrative:
Integra completed its internal investigation 09/15/2016. The investigation included: method: -DHR review. - review of complaint management database for similar complaints. -visual examination. Results: the DHR review verified no anomalies that could be associated with the complaint were observed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Service history review: the service history review verified no anomalies that could be associated with the complaint were observed. Complaint history review: a review of the customer complaints was competed using the following key words ¿negative reading¿ and a root cause ¿broken connectors¿ in the search criteria. The review encompassed dates 15-jul-15 to 14-sep-16. There was one single complaint occurrence which contained the search criteria. The reported rate of occurrence is complaint rate failure has a failure rate of 0.004%. The failure analysis evaluation verified the complaint incident. The cause was identified as the connectors were damaged and thus resulted in the complaint incident. Based on failure analysis investigation no corrective actions are deemed necessary for cam02 monitors. The incident is a single occurrence. Future incidents of this nature will be monitored and documented for recurrence and trending purposes

Event description:
It was reported that the monitor only gives negative parameters. The device was used on the patient but there was no patient injury. Revision/medical intervention was not required. Additional information has been requested.